Manufacturer narrative:
The complaint states that the device stopped working while connected to a patient. The patient was unharmed. The complaint device was returned for evaluation. Technical evaluation identified a mechanical motor failure. The device was checked for case damage, the circuit boards were inspected and preventative maintenance was performed and passed. A qc checklist was conducted to include: keypad test, plunger position test, syringe size sensor test, visual inspection/360 rotation test and an on/off power test all passed. The medfusion 3500 or 4000 syringe pump stepper motor (OEM new) and the medfusion 3500 or 4000 syringe pump worm and coupling assembly (OEM new) were replaced. The customer complaint was confirmed; however, the malfunction identified was not related to a previous service or repair. The root cause was determined to be a bad motor and coupling worm. The device was repaired and returned to the customer. No further investigation is required. This type of event will continue to be monitored.

Event description:
The device stopped working when connected to a patient. The patient was uninjured. No additional information is available.